Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic super cervical hysterectomy the blade broke off outside the pt when cleaning. No pt consequence.